Event description:
It was reported that pump displayed cartridge change error and interrupted insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer, under guidance from technical support, inspected cartridge and pump areas, cleaned pneumatic tap, reattached cartridge to ensure it was fully in place, and then followed on-screen steps to reload; customer successfully completed load process and resumed insulin delivery.